Manufacturer narrative:
Further information regarding the specific product information, the cause of death, or the nature of the event are unable to be provided. We were informed of this event via medwatch notification and were unable to correlate it to any event boston scientific was already aware of. Due to the anonymous nature of the initial reporter we are unable to conduct any good faith efforts to obtain more information. No further developments are expected but additional medwatch reports will be submitted should more information become available.

Event description:
It was reported that a farawave pfa catheter was involved in a pulse field ablation procedure to treat atrial fibrillation that resulted in the death of a patient.